Event description:
On (B)(6) 2015, customer claims he was using the toothbrush in the bathroom, when it just stopped, became very hot and the unit collapsed into itself.

Manufacturer narrative:
On (B)(6) 2015, unit was returned for eval. Failure analysis pending.